Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: probe exchanged, coin cell battery replaced, stand roll battery replaced, and battery cable replaced. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Bad quality image.